Manufacturer narrative:
(B) (4). Eval results: the homechoice machine was received and serviced (without eval) on 10/23/2008. A service history review was performed and there were no other service calls from this customer related to the reported difficulty of iipv. Additionally, the product analysis laboratory performed a review of the event log downloaded from the returned machine. In cycle 5 of the therapy session started (B) (6) 2008, there was an ultrafiltration (uf) reading of 2090 ml. The largest prescribed fill volume (lpfv) for this pt is 2000 ml. This info indicates the total drain volume for cycle 5 (lpfv + uf = total drain volume) was 4090 ml. Iipv was confirmed. There were no failures or malfunctions of the machine observed that would have caused or contributed to the reported difficulty. The probable cause was determined to be one or more cycles that advanced to fill when a slow and/or no flow condition occurred above the minimum drain volume threshold.

Event description:
During an event log review of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified. In cycle 5 of the therapy session started on (B) (6) 2008, the home pt's (hp) ultrafiltration (uf) reading was 2090 ml. This uf indicates the hp drained 2090 ml more than the programmed fill volume of 2000 ml for a total drain of 4090 ml. Product surveillance spoke with the hp's nurse on (B) (6) 2008 regarding iipv (hp had reported an iipv to baxter on (B) (6) 2008). The nurse was aware of iipv issues. She had spoken with the hp and advised of possible causes. The minimum drain volume percentage is set at 85%. Since receiving a replacement hc machine, the hp has not called back to the clinic with any issues. The nurse believes the new machine resolved the issue. She confirmed there was no pt injury or medical intervention related to iipv with this pt.